Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that there was an emergency call. The customer also reported that the insulin pump was not delivering and she received a no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The customer also reported that she experienced vomiting. The customer stated that she was not wearing the insulin pump at the time of hospitalization for not more than 48 hours. The insulin pump will not be returned for analysis.